Event description:
It was reported that post removal from the dispenser hoop, the guidewire was observed to be broken at the proximal end.

Event description:
It was reported that post removal from the dispenser hoop, the guidewire was observed to be broken at the proximal end.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed a bend and fractured at 95.5cm from the proximal end. Information available indicated that the break was observed post uncoiling the guidewire. The directions for use instructs to exercise care in handling a guidewire during a procedure to reduce the possibility of accidental breakage, bending or kinking. Based on device findings and information available, it is probable that the guidewire break is related to handling of the device during the procedure. Therefore, a root cause of handling will be assigned to this investigation.